Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device, craniotome device, attachment devices, adjustable drill guide device ((B)(6) 2021). Reporter's phone number was not provided. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. UDI: (B)(4). Please reference report mwr-18082021-0001021042 as it is related to this medwatch report.

Event description:
This is report 2 of 7 for the same event. It was reported from (B)(6) that a compact speed reducer device, a motor device, a craniotome device and 3 attachment devices were generating heat, the motor device console indicator was displaying an e6 (overheat warning) error code, and the devices were unable to be used. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.